Manufacturer narrative:
Complaint is confirmed: performed investigation. Meter is unlocked to mg/dl. Readings with an 18 cal code were found in glucose log. No errors were found in error log. E3 errors with low battery/booklet icon were observed. Calibration parameters were within spec. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error message and additional icons on their unlocked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.